Event description:
The MFR's representative reported the catheter had been replaced on 09/06/2005, the pump was reprogrammed on 09/07/2005 and again one day later for an increase in the dialy dose. In 2005 at refill, the expected reservoir volume was 2.3ml and the actual was all 18ml.

Event description:
Additional info the hcp reported the pt was experiencing baclofen withdrawal symptoms. The pt was treated with supplemental oral baclofen. After the catheter revision at the next refill, the pump rotor was found to not be working. The pt recovered without sequela. The hcp plans to replace the pump.